Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when a new box was opened, it was noticed that the device had more coil to the strand, and it was a lot thicker. It was also noted that the suture broke due to thickness and stiffness when anchoring down with a screw. Another suture from an older box was opened to resolve the issue and it was noted to be thinner with less coil.